Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after connecting the product, they found it was leaking and couldn¿t be used properly. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: codes were updated. Complaint for the failure mode ¿leaking (leaking)¿ could not be confirmed as no samples nor pictures were provided by the customer. If the device is received, the investigation will be re-opened for further evaluations. Based on information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. The device history record of reported lot was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.